Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in an artery in the left side of the heart. Following pre-dilation, a 2.50 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion and a hypotube kink was noted. The device was removed and the lesion was pre-dilated again. A second attempt was made to cross the lesion with the device; however, when the hypotube was straightened at the touhy, it fractured at the mid shaft portion. The device was completely removed as the fracture was still outside the patient's body. Subsequently, a 2.50 x 16 synergy drug-eluting stent was advanced but also failed to cross the lesion. The procedure was not completed as nothing would cross the lesion. No patient complications were reported and the patient's status was fine.